Manufacturer narrative:
Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 08-mar-2011, UDI#: (B)(4). Information regarding the patient's currently implanted neurostimulator is reported in MDR # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I . It was reported that the settings not available message showed on the controller when the consumer tried to increase stimulation but it would not let them. They could turn it down but it would level and not let them increase. It worked fine at their health care provider (hcp) appointment the day before. The consumer wanted to turn it down while laying and now it would not go back up. The patient only had group a. A hcp appointment was scheduled for november 11. It was confirmed by a manufacturer representative that there were known impedance issues from prior to this replacement device but those contacts were not being used in programming. The manufacturer representative planned to see the patient at the hcp office on (B)(6) 2019. Additional information was received from the health care provider (hcp) via a manufacturer representative on 2019-nov-11 reporting that they were first aware of the issue at the pre-operative appointment on (B)(6) 2019 for the replacement surgery. The replacement was not due to an issue and was due to the device reaching normal elective removal indicator (eri). The lead was not working and the older lead had electrodes with out of normal limit impedances. The patient was seen in office by a representative on (B)(6) 2019 and one of the active electrodes was high. Reprogramming was done to create 3 new programs not using the electrode with high impedances. The patient was happy with the 3 new programs as they covered the pain areas and allowed the controller problem to resolve. No further complications were reported.